Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the instrument involved with this event for failure analysis evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A review of the site¿s complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. A review of the system logs for the event date of (B)(6) 2020 has been performed by an intuitive surgical, inc. (Isi) post market surveillance specialist and the following was observed: there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. This complaint is being reported due to the following conclusion: during a da vinci-assisted right upper lobectomy procedure, the surgeon "accidentally grabbed and pulled" the pulmonary artery (pa) that resulted in bleeding. The blood loss was less than 100 ml. The bleeding was initially controlled by applying pressure with a forceps instrument. The procedure was converted to open surgery and address the intra-operative complication. The surgery was completed without any further reported issues. The intervention administered during open surgery is unknown.

Event description:
It was reported during a da vinci-assisted right upper lobectomy procedure, the surgeon "accidentally grabbed and pulled" the pulmonary artery (pa) that resulted in bleeding. The surgeon was able to temporarily control the bleeding by applying pressure with a forceps instrument. The decision was made to convert to open surgery and to address the intra-operative complication. The bleeding was less than 100 ml; however, it is unclear what medical intervention was administered during open surgery. The surgery was completed without any further reported issues. The customer commented that there was no major bleeding. The surgeon reported that immediately after the procedure had started, they ¿had an impression that the brightness had decreased." On (B)(6) 2020, intuitive surgical, inc. (Isi) obtained the following additional information from an isi safety control specialist (scs) regarding the reported event: the cause of the injury to the pa was due to the surgeon mistakenly pulling up on the pa "strongly." The injury was caused by user error and surgical technique. The injury was not caused by misidentification of anatomy.